Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. A correction bolus was delivered to address bg. The customer cleared the alarm and continued to use the pump for insulin therapy.